Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the blade stopped turning. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 08/10/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00908. The same pt is represented in each medwatch.